Event description:
A surgeon reports that a patient is complaining of visual disturbances following intraocular lens implant surgery. One day post-operation, the patient complained of seeing a horizontal streak when looking at lights head on and described a semi-circle shadow (arc) in the temporal vision. The patient's best correct visual acuity is 20/20. Over time, the symptoms have been diminishing. The iol remains implanted and the surgeon will continue to monitor the patient's progress.